Event description:
It was reported that the 9800 system had an error message at boot up. The error message would not clear after rebooting and the system had to be removed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage regulator board, filament drive, and high voltage tank were replaced during the service call. The system was tested and found to be working as intended and put back into service.